Event description:
It was reported that the physician¿s x5 handheld device was not holding a charge anymore. The company representative further reported that the handheld had to be charged for several days to hold a good charge. The company representative stressed the importance to the operating room staff to make sure programmer stays charged when not in use. However, she noted that it was not as bad as the site made it out to be. The handheld has been used for eight years, so a new charger was appreciated. A replacement ac adapter was requested and provided. The ac adapter has not been received to date.

Event description:
The ac adapter was received by the manufacturer for analysis. However, analysis has not been completed to date.

Event description:
An analysis was performed on the returned ac adapter and serial cable and the reported allegation could not be verified. The handheld/ battery were not returned for analysis. During the analysis it was identified that a known good handheld was unable to establish communication with a known good wand and generator. The cause for the anomaly is associated with two broken wire connections in the serial cable. Once the wires were soldered onto the serial cable pcb, no further anomalies were identified. No anomalies associated with the returned ac adapter were identified during the analysis.